Manufacturer narrative:
Corrected information were provided in d1, and d4. Upon review, the brand name, catalog and serial number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the retrograde pump flow was not determined due to lack of sufficient clinical details, unreturned product for further investigation, and inconclusive evidence from data log analysis.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. It was reported that there was a retrograde flow alarm. No further information was provided; however, it was later reported that the patient expired.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information was received in the form of medical safety review and noted the following: medical safety reviewed the event and noted there is not enough information to exclude impella 5.5 pump 3 as an associated factor in the patient's outcome. Impella cp pump 1 and impella 5.5 pump 2 events are serious injury. Related medical device reports. This impella 5.5 pump 3 device report is one of three devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp pump 1 and impella 5.5 pump 2.